Event description:
It was reported the flow from the unometer safeti plus to the collector bag was "very slow (slower than usual) and at some moments the device needed to be manipulated'. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves five devices, therefore a separate FDA form 3500a will be drafted for each device.